Manufacturer narrative:
A1-a5 there is no report of any patient injury. H11 livanova deutschland manufactures the 3t heater cooler system, the event occurred in australia. Through follow-up communications, it was learnt that the device is cleaned regularly in accordance with the instructions for use (IFU). The hospital does not utilize reusable blankets. Water quality monitoring and daily h2o2 testing, as prescribed by the IFU, are not performed. When not in use, devices are stored full of water except during cleaning. H2o2 levels are not checked daily during periods of non-use, such as weekends. However, h2o2 is added when the water in the tanks is changed every seven days. A disposable pall-aquasafe water filter with a 0.2 m membrane, or an equivalent performance filter, is used for tap water. It is currently unknown whether surfaces and water circuits are disinfected prior to initial operation and before storage, as well as whether device surfaces are disinfected after each operation; these points require verification. The 3t aerosol collection set is replaced after the allowed use period. During use, the device was placed inside the operating theatre, with the fan positioned away from the patient. The estimated distance between the surgical field and the device is unknown and will be checked. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler system tested positive to m. Paragordonae. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. A review of the device service history confirmed that no similar events have occurred since the unit manufacturing date. Based on investigation findings, a deviation from the instructions for use was identified: the hydrogen peroxide (h2o2) concentration was not monitored daily, which likely contributed to the reported issue. Livanova has implemented a long-term strategy to reduce the likelihood of bacterial growth in heater-cooler devices by introducing several measures over recent years as part of dedicated capas. Livanova will continue to monitor the market. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.